Event description:
It was reported that a patient underwent a spinal procedure at l4/l5-s1. While trying to load a screw, the inner sleeve bent and would no longer hold the screw in place on the extender. Although the device was used intraoperatively, no patient injury was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.